Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device emits a beep when it turns on was confirmed. The following defects were found during the evaluation of the device: bezel insert is missing. Chamber holder is broken. Tips are worn. Scratches and dents on the case. Device was noisy during operation. Cpu board was defective - an error code was displayed by the device. Minor physical damages on surface area and varnish. The cpu board was repaired, the missing material, cover, holder for compressed air reservoir, along with the other damaged components were replaced, the unit was cleaned, newly calibrated, tested and found to be fully functional. The damage to the components are most likely caused due to user mishandling of the device, possibly during transport or during a fall. The damaged parts would have resulted in noisy operation and also in the issue reported by the customer. The worn tips would have been a result of prolonged usage of the device over time. The damaged cpu board would have caused the device to display the error code. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/28/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that during an unknown procedure the fms vue pump and the micro tornado hp w handcontrol are making a beep sound when devices are turn on. No patient consequence and no surgical delay was reported. No additional information was provided.